Event description:
Account alleged that the bed exit did not alarm.

Manufacturer narrative:
Tech could not duplicate the problem. Tech found that the bed functioned properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.